Event description:
A nurse reported a pt that could not see at near or at a distance following intraocular lens (iol) implant surgery. The lens was exchanged for an unk model and power. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info was requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).